Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use without warning. No patient injury was reported.

Manufacturer narrative:
The reported event could be confirmed according to the log analysis of the affected savina 300 device. The security software detects a temporarily software problem in the internal processor communication and performed a restart of the device at the reported time. The device alarmed as specified and the user replaced it with a with a substitute. Savina monitors continuously the state and the function of internal components and software modules. If a deviation or abnormality is detected, an acoustical and optical alarm is generated. Performing a warm start is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system reset has solved the original deviation. The device needs to be checked according to manufacturer specs before next use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down during use without warning. No patient injury was reported.